Event description:
As holders of the emergency use authorization, siemens healthcare diagnostics is submitting this report on behalf of the manufacturer healgen scientific. The customer reported that they accidently placed the swab with buffer solution in the nose. There was no reported injury due to this event.

Manufacturer narrative:
UDI could not be included in this report since customer did not provide lot number. The customer failed to follow the instructions provided with the device. The buffer solution is not intended to come in contact with the patient or user. Per the safety data sheet, "not classified as dangerous according to directive (ec) no. 1272/2008." Customer stated that they had immediately rinsed affected area with water. Customer was not experiencing any symptoms or physical harm. Customer was advised to consult a doctor for further instructions if needed. More information was requested from the customer to be able to perform further investigation, however the customer has not responded after multiple attempts. The cause of this event is unknown.